Manufacturer narrative:
.

Event description:
Programming history database periodic review was performed on 11/30/2015. A high impedance event has been verified related to an unknown patient. On (B)(6) 2015 the device was interrogated and system diagnostics were performed, all of the diagnostics resulted in high impedance. The device was not programmed "on", patient initials were not programmed and it is unclear if this generator was actually implanted or used as a demo device. No physician name was observed in the programming history database. It was confirmed that this generator was shipped to a hospital on (B)(4) 2014. Follow-up with the sales representative showed that this may be a device used in training but it cannot be confirmed so there is a possibility it is implanted in a vns patient.